Event description:
It was reported that a spectrum pump alarms frequently for upstream occlusion (medication, programmed amount and delivery rate unknown). It was also reported that pts are trying to clear the alarms themselves because they "get so frustrated."

Manufacturer narrative:
Manufacturer ref no (B)(4). The device was not returned to baxter for evaluation and therefore and evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.